Event description:
The patient reported that over the last couple of months, he has experienced elevated blood glucose readings as high as 16 mmols as a result of the luer-lock on his insulin infusion set tubing loosening from the cartridge of his infusion device. He stated the luer-lock connector will loosen by about a quarter turn which he discovers when he has elevated readings. He said he now tests 10 times a day, so he usually detects the issue quickly but still detects it too late at least once a week. He stated he corrects his blood glucose readings by tightening the connection and bolusing insulin. During troubleshooting, the patient stated he has never changed the adapter of his infusion device. The patient was advised to do so every tenth cartridge change. The procedure for tightening the connection with a key was reviewed with the patient. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.